Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a successful trial lead procedure, the patient underwent a permanent lead implant procedure on (B)(6) 2017. It was noted during the procedure, the physician found blood in the lumen of the trial lead tail. An impedance check showed high impedance values on multiple lead contacts. It was determined the trail lead was inadvertently damaged/cut during the procedure. As such, the lead was explanted and replaced with a new one, which resolved the issue.